Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 1 of 3. It is reported hole in the tubing. Description: ¿found a small puncture hole near the pump segment and safety clamp, so it started leaking the unit of blood from the tubing¿. Additional information: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? Delay in care, no other complications.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.